Manufacturer narrative:
The pump user guide states do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded an already used cartridge onto the pump. Additionally, a cartridge alarm (cartridge alarm 1) occurred during a bolus delivery. Customer¿s blood glucose was 177 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.